Event description:
It was reported that the health care professional (hcp) requested a review on a stored sudden brady response (sbr) episode in this pacemaker where this patient had bradycardia at 47 beats per minute (bpm), although the lower rate limit (lrl) was set at 50 bpm. Technical services (ts) reviewed the device data and determined this was potentially caused by intermittent atrial undersensing due to intrinsic p-waves with low amplitude under the fixed atrial sensitivity. Ts advised an adjustment to the atrial sensitivity settings. No adverse patient effects were reported. This pacemaker remains in service.